Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event is unknown. (B)(4). The system was evaluated by a field service engineer (fse) at the customer site. A field service checklist was performed. The system met jnj specifications. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for femtosecond laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Doctor stark the attending physician mentioned sticky lift at 7 o'' clock on one patient, both (ou) eyes. He did use a blade to complete the flap lift on the left (os) eye. The excimer laser was completed as planned. A bandage contact lens (bcl) was used bilaterally. No further medical intervention was noted. There was not an unexpected outcome visually. The site states that they have treated patients since this occurrence and have had no issues.